Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-jun-2023. H6: investigation summary bd received two unsealed 20 gauge insyte autoguard blood control units from lot 3033956 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that they were missing their needles. Only the packaging labels and two used catheters were returned. Next, a leak test was performed on both catheters with one unit failing. The engineer microscopically inspected the failed unit and discovered damage to the catheter tubing. The damage appeared to be similar to when the needle pierces through the catheter tubing. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify that the needle had pierced through the catheter but due to no needles being returned the engineer could not verify any issues with the needle retracting. Unfortunately, since the device's were returned incomplete and opened the engineer could not determine a definitive root cause for the observed damage to the catheter.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract and had gone through the catheter. 1 of 2 files related. The following information was provided by the initial reporter: the catheter failed to retract as it normally would and when the nurse pulled the whole system out of the patients arm she noticed that the needle had gone through the catheter. This happened two times with two different nurses.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract and had gone through the catheter. 1 of 2 files related. The following information was provided by the initial reporter: the catheter failed to retract as it normally would and when the nurse pulled the whole system out of the patients arm she noticed that the needle had gone through the catheter. This happened two times with two different nurses.